Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a stuck button alarm and the center button was stuck. The blood glucose at the time of the incident was unknown. Troubleshooting was performed and the customer decided he would call back after trying a new battery . The device will not be returned for analysis.